Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received with the lock having rotational and lateral movement and a residue buildup was present. The unit needs new components added to replace worn internal parts along with general maintenance. Root cause - the reported complaint was confirmed via inspection of the unit. Unit was received with the lock having rotational and lateral movement, requiring cleaning and replacement of worn parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the lock on mayfield modified skull clamp (a1059) was not working. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.